Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog and primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable was not confirmed. The submitted log file contained approximately 34 days of data (14mar2024 ¿ 17apr2024 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed within the low speed limit without issue throughout the log file without any issues. Additional information provided communicated that the system controller would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17mar2015. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency department for evaluation. The patient had a cracked black power lead on the system controller. A controller exchange was completed without issue. Log files were submitted for review and captured low flow events on (B)(6) 2024 and (B)(6) 2024. These events did not appear to be equipment related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.